Manufacturer narrative:
(B)(4). The device investigation results have not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the insertion of the catheter and the first injection were performed normally. After connecting the pca pump to the catheter, the catheter appeared to be blocked when the first infusion was processed. The alarm of the pump rang because of the occlusion the drug came out through the blue and black part of the snaplock. The incident happened a second time on the same day but the lot number was not kept. There were no clinical consequences. Another catheter was inserted.

Event description:
It was reported that the insertion of the catheter and the first injection were performed normally. After connecting the pca pump to the catheter, the catheter appeared to be blocked when the first infusion was processed. The alarm of the pump rang because of the occlusion the drug came out through the blue and black part of the snaplock. The incident happened a second time on the same day but the lot number was not kept. There were no clinical consequences. Another catheter was inserted.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was blocked. The customer returned one opened kit (reference files (B)(4)). The snaplock adapter and catheter were removed from the kit and was visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the catheter appears used. Adhesive material can be seen on the outer extrusion and biological material can be seen between the inner coils. Microscopic examination after a functional flow test revealed that biological material can be seen at the catheter's distal tip which is causing the blockage (reference files (B)(4)). No other defects or anomalies were observed. A functional flow test was performed on the returned sample per mrq 000017 section 7.8; rev. 7. The returned epidural catheter was inserted from the proximal end into the returned snaplock adapter until it bottomed out and the snaplock adapter was closed. The components were confirmed to be secured by tugging gently. The snaplock adapter was connected to the lab leak tester (c05176) and the pressure was increased to 10 psi to establish flow. No flow could be established out of the distal tip of the catheter. The test was repeated using the returned snaplock adapter and lab inventory epidural catheter. Flow could be established to the distal tip of the catheter, indicating that there are no flow issues with the returned snaplock adapter. An attempt was made to thread a lab inventory wire through the epidural catheter from the proximal end. The wire threaded the full length of the lab inventory wire (approximately 87.5cm (c05158)) from the proximal end with no issues. An attempt was made to thread the lab inventory wire from the distal end. The lab wire would only thread a few mm at the most. Microscopic examination of the distal tip revealed biological material at the tip causing a blockage (reference files (B)(4)). The lab inventory wire was reinserted in the distal tip and the biological material was pushed through but could not be retrieved. A flow test was performed once again and flow was established to the distal tip. The flow rate was measured at 7.8ml/min (c05384), which is within the specification of 1ml/min. The reported complaint of catheter being blocked was confirmed based on the sample received. The returned epidural catheter was found to be completely occluded with biological material. Microscopic examination of the catheter revealed biological material is present at the catheter's distal tip. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, based on the condition of the sample received and the information provided, operational context caused or contributed to this event.